Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this new subcutaneous implantable cardioverter defibrillator (s-ICD) was intended to be implanted in this patient as a replacement device. Prior to implant of this s-ICD, the device was interrogated, removed from shelf mode, and programmed with the appropriate information for this patient. The s-ICD was then placed into the patient's body, and telemetry was lost, as expected. Wanded programmer interrogation was then attempted with the s-ICD in place, and no connection was available. The programmer was picking up the patient's old device as well as a third device in the field representative's bag, and technical services (ts) recommended removing the other devices from the room to reduce interrogation competition. Programmer interrogation was attempted once again with a second programmer wand, without success. Subsequently, this s-ICD was removed prior to pocket closure, and another s-ICD was successfully implanted with no set up or interrogation issues. No adverse patient effects were reported. This s-ICD was returned for analysis.